Event description:
It was reported that the device was approaching the estimated replacement interval on an "intermittently" dependent patient. The programmed parameters were at five volts in the ventricle and two to two and one-half volts in the atrium. The device has been implanted for less than five years and the physician made the decision to explant and replace the device with a new one. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned to the manufacturer and analyzed. The device experienced normal depletion, and met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.